Event description:
It was reported that this patient underwent a revision procedure due to unknown reasons. During the procedure, the physician attempted to explant this lead, however the lead broke and a part of the lead was abandoned. A new device was implanted. No additional patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).